Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had a multiple pump error alarm. Customer¿s blood glucose level at the time of incident was 76 mg/dl. Customer also reported that they were not able to complete pump rewind. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.